Event description:
It was reported, the patient's ipg is not communicating with any of the external devices. The patient stated, he last charged his ipg in (B)(6) 2013. An sjm representative is pending follow up with the patient.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.